Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, pneumonia, and high blood glucose levels. The blood glucose reading was 1000 mg/dl. The customer stated that the event had occurred a few weeks prior and advised that the insulin pump was delivering insulin; he declined troubleshooting. He stated that he had been consistently giving himself a bolus correction and observed that his sensor glucose readings were starting to lower. The sensor glucose reading was between 200-250 mg/dl. He was hospitalized for 2 to 3 days. He reported inaccurate sensor glucose readings; advised the customer not to treat based on sensor glucose readings. He reported that the transmitter and insulin pump were working fine at the time of call. Advised the customer to call back with any additional concerns. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-36140.